Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy. Reportedly, the cartridge disengaged and was locked on the tissue. The surgeon performed a laparotomy to remove the device. The hosp has reported the pt's condition is satisfactory.